Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of being unable to set the pump speed was confirmed via analysis of the downloaded log file; however, the reported event was not reproduced during testing of the returned centrimag console. The log file contained approximately 2 days of relevant data (03jan2024 ¿ 05jan2024, and 24jan2024 per the timestamp). The log file captured f3: flow below minimum and m5: set pump speed not reached alarms on 04jan2024 at 11:43 that correlated to an ifd_speed_mismatch sub-fault. After the sub-fault activated, the speed was observed to have dropped to 0 revolutions per minute and the flow reading was observed to have become a negative value. The motor then regained the set speed and the flow ramped up to the expected value within the same minute. The alarms were also muted and cleared within a minute of activating. Aside from the brief drop in motor speed and flow, the system was observed to be operating the motor at the set speed and flow without any issues throughout the log file. The system was then observed to have been manually shutdown on 04jan2024 and was removed from patient use for the remainder of the log file. The returned centrimag console (serial number: (B)(6)) was evaluated by service depot alongside known working test centrimag equipment, the returned centrimag flow probe, and the returned centrimag motor for several days without any issues or atypical alarms produced. A full functional checkout was performed, and the console passed all steps of the test without any issues. The serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (doc #pl-0047, rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, motor, and flow alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a centrimag console had an 'error' and the site could not set the speed for the pump. The unit was to be sent in for evaluation and repair. Related MFR number 3003306248-2024-00420.

Manufacturer narrative:
Section a: it was reported that no patient was involved. A request was made for patient information/involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.